Manufacturer narrative:
The customer indicated the use of a qualified cartridge and viscoelastic. Per the information provided a handpiece was used with a cartridge, but the type of handpiece indicated will not physically accommodate the indicated cartridge. This may have been reported in error. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) became stuck in the injector. There was patient contact but no harm. Additional information was requested.